Event description:
This lead was implanted on (B)(6)2007 and was capped on (B)(6)2011 due to a lead fracture. The physician was dr.(B)(6) at (B)(6)medical center . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).